Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed due to receiver being stuck on the initialization screen. The receiver log was not download and reviewed due to receiver being stuck on the initialization screen. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.